Event description:
Reportable based on device analysis completed on 02 may 2024. It was reported that visualization issues occurred. The 70% stenosed 56mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be seen. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was partially detached.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual and microscopic inspections revealed the sheath was kinked, and the imaging window was partially detached. Impedance testing showed an electrical open at distal end of the catheter between 0-10 cm from the distal housing. Media returned by the customer was inspected and showed a lost image.